Manufacturer narrative:
Medtronic received additional information that 8 years 3 months post implant of this 16mm pulmonary valved conduit in a (B)(6) pediatric patient, it was replaced valve-in-valve with a transcatheter bioprosthetic pulmonary valve for moderate stenosis and increased gradients. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 3 months post implant of this 16mm pulmonary valved conduit in a 12-month-old pediatric patient, it was replaced valve-in-valve with a transcatheter bioprosthetic pulmonary valve deployed to 22mm. The reason for replacement was not reported. No additional adverse patient effects were reported.